Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A device was returned to the third-party service center as part of the recall process with no initial complaint. During servicing of the device, it was found that the evidence of foam degradation. There were secondary findings of left door panel missing, deep scratch on up enclosure, scratch on ui panel visible while power on. The part had been replaced to resolve the issue.